Event description:
Upon deployment of device, the green sheath remained with item and the catheter came out. The item was removed using a grasper. Essure rep was notified, came to the hospital and picked item up for further evaluation by company.====================== manufacturer response for essure, essure======================representative has device for further evaluation.